Event description:
It was later reported that the patient had a full revision. Lead impedance in pre-op was within normal limits. The battery was replaced prophylactically, but during surgery, the surgeon identified a portion of the lead where there was a break in insulation and the wire was exposed. The surgeon had checked out the lead integrity after the patient noted that they could feel stimulation in their shoulder. The lead was also replaced. The patient¿s physician noted that the patient¿s discomfort in in the chest and it is due to the presence of vns. The battery replacement was for patient comfort only. The explanted lead has been received by the manufacturer to undergo product analysis, but analysis has not been completed to date.

Event description:
Information was later received from the patient's surgeon noting that the defect in the insulation was at a bend where the excess wire was coiled under the generator; therefore, it is difficult to exacerbate a cause. There was no high impedance seen during system diagnostics. Product analysis was performed on the returned lead. The reported lead fracture was not confirmed, but the abraded insulation was verified. Continuity checks of the returned lead assembly were performed, and no discontinuities were identified. Abraded openings were noting in both the outer and inner silicone tubing of the returned lead assembly which resulted in a portion of the lead coils being exposed. Although it is difficult to state conclusively, the observed portion of the lead coils may be a contributing factor for the reported stimulation to an unintended site. There were dried remnants of what appear to have once been body fluids inside the inner and outer tubes in some areas. There was no obvious path of fluid ingress other than the identified openings. Other than these openings, the condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient complained of discomfort and was referred for a battery change. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.